Manufacturer narrative:
Per return can: nothing seemed amiss with the casters themselves, but one (supposedly the right) wasn't making contact with the ground, confirming a bent frame somewhere. Should additional information become available for the patient a supplemental record will be filed.

Event description:
The frame bent when the caster fork broke, while unit was being used. A fall then caused frame to bend.